Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol. After an unspecified length of time in use, it was reported the patient's arm was wet. The customer contact reported the solution had leaked from a pinhole in the filter. The patient's arm was cleaned with soap and water. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.